Event description:
The customer reported that the patient had corneal wound burn by the ultrasound energy delivered by handpiece during phacoemulsification surgery. The handpiece was immediately taken out of the operation room (or) and surgery was completed with the other functional handpiece which was available as standby. The patient also had wound leakage, corneal opacity, descemet's folds were observed, two corneal sutures were performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed no nonconformity. When the handpiece was connected to a calibrated breakout test box, both the resistance and dissipation between low electrode and high electrode were found to be within specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications per product specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to not meet specifications. The torsional stroke measurement did not meet specifications. Disassembly of the handpiece did not reveal any nonconformity. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There were no samples returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).